Event description:
The customer reported the ventilator alarmed with a pressure sensor failure. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. The biomedical engineer reported the device diagnostic history noted codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The biomedical engineer reported the data acquisition pcb to motor controller pcb cable was reseated and performance verification testing completed and the reported problem was not duplicated. Pse advised evaluation of the data acquisition pcb to motor controller pcb cable and data acquisition pcb board for replacement and provided information. The biomedical engineer reported the data acquisition pcb board and the data acquisition pcb to motor controller pcb cable were both replaced as advised to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.